Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product requested, not yet received.

Event description:
It was reported that the tip of the inserter was damaged. No other information is available.

Event description:
It was reported that the tip of the inserter fractured. The tip of the inserter remained in the cup; therefore, the cup was removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - exceed acetabular cup, catalog#: 131354, lot#: 3714188. Complaint sample was evaluated and the reported event was confirmed. The fracture pattern of the threads is consistent with bending overload. DHR was reviewed and no discrepancies were found. The root cause of the reported event was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.